Manufacturer narrative:
The valve was patent. It also met all requirements for the pressure-flow testings. The valve, however, did not meet requirements for the siphon, reflux, and leakage testings. Three tears were observed on the top of the reservoir chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2012 and the pressure level was initially adjusted to 1.5. After one week the pt showed symptoms of ventriculomegaly and cognitive deterioration. On (B)(6) 2012, the physician adjusted the valve's pressure level to 1.0. The pt then showed signs of cerebral ventricle retraction, but the physician believed the drainage was still inadequate. On (B)(6) 2012, the pressure level was adjusted to 0.5. After four days at this pressure level setting, the pt remained unconscious. A CT scan showed that the shunt was patent. The physician decided to explant the valve and put a new one in the pt.